Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It is reported, luer lock adapter at the end of the tubing came off during a very expensive medication injection. No patient harm.